Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there were multiple, intermittent events in which the cartridge tubing separated from the cartridge. Reportedly, the tubing was pulled out of the cartridge due to the pump falling. Blood glucose level was not impacted. Cartridge changes were performed to address the issue.